Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
Material no: 320122 batch no: 8354702. It was reported that during use of the bd ultra fine¿ pen needles insulin would not dispense during the priming. The following information was provided by the initial reporter: consumer reported insulin would not dispense during the priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 320122 batch no: 8354702. It was reported that during use of the bd ultra fine¿ pen needles insulin would not dispense during the priming. The following information was provided by the initial reporter: consumer reported insulin would not dispense during the priming.